Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the post implant check, the left ventricular lead exhibited loss of capture. The lead was found to be dislodged. It was noted that the patient had slipped the previous day. The lead was explanted and replaced. There were no adverse consequences to the patient.